Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed and the rv lead was explanted and replaced. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a scheduled follow up, high out of range pacing impedance measurements greater than 2000 ohms were observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Evocative maneuvers were performed and some noise was produced. An rv lead fracture was suspected. This crt-d remains in service at this time. No adverse patient effects were reported.